Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 209 mg/dl. Customer had 2 no delivery alarms. Customer reported that the alarm was resolved by a reservoir change. Customer was advised to do a complete set change as soon as possible. Customer was not able to troubleshoot at the time of the call. Customer was advised to use a new site for infusion insertion. Customer changed out the reservoir after receiving a no delivery alarm in the morning. Customer stated that it has been working fine and that they will change out the infusion set tonight. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.